Manufacturer narrative:
The dvice was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during incoming testing at the user facility, a burning smell was noted from the device when downloading the drug library. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.